Manufacturer narrative:
The initial reported is a biomedical director. There was no error or warning on the screen. The procedure was able to be completed with another unit. However, details on the unit used to complete the procedure is unknown. The details surrounding the procedure, patient demographics and pre-existing conditions are unknown. The device was inspected and there was no damage or abnormalities observed. The connections were checked and the connections were secure. It is unknown if the pressure was too high, too low or both.

Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, unevenness, or variations in manufacturing. Reported issue for the device is the alarm sounded and the whole screen was blank. Since the device is not returned, the root cause of the issue cannot be determined. However, it is likely that it was an event that occurred because an abnormality was detected in the internal circuit rather than a phenomenon. The cause of the internal circuit malfunction can be the failure of the pressure sensor mounted on the main board. The cause of the failure of the pressure sensor mounted on the main board in turn can be the following factors. Since it has been 7 years and more since the delivery, it has deteriorated over time. Because of any of the process anomalies listed below. Oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. The wiring inside the pressure sensor was peeled off due to the oxidation corrosion. Because foreign matter (epoxy) had adhered to the mounting of the component due to a mistake, the wires inside the pressure-sensor had peeled off due to adherence of the foreign matter (epoxy). The instructions for use includes the following statements: chapter 7.1 "how to distinguish abnormal causes and how to cope with them": details of the error: all leds are off. Cause: an error has been detected in the internal circuit of this product.

Manufacturer narrative:
Additional information is not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during an unknown procedure, the device delivered an alarm tone and the screen went blank and front panel turned off when trying to deliver the gas. Only the power button stayed illuminated. The procedure was completed with another similar device. There was an unknown amount of delay in changing the devices. There is no harm or adverse impact to the patient.